Event description:
The iab was not wrapped properly. The dr was unable to insert the iab over the wire. The following was rpt'd to datascope on 8/12/97: the iab was not wrapped tightly. The iab would not go through the sheath. Event complications: unk - rpt'd 7/23/97; none - rpt'd 8/12/97. Pt current status: pt - went for CABG - 8/12.

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the membrane noted to be completely unfolded. Blood was noted on the exterior of the iab and within the inner lumen. No abnormalities were observed in the membrane even though it was completely unfolded. The sheath/hemostasis valve assembly used with the device was not returned for evaluation. The catheter o.d. Was measured and found to be within datascope's mfg specifications. No kinks were noted in the device. As a test, a vacuum was drawn and maintained on the unfolded membrane according to datascope's instructions for use. It was not possible to pass the unfolded membrane through a laboratory 10 french, 6 inch due to the condition of the returned membrane. Probable cause of difficulty: based on the examination of the iab, it was not possible to verify the rpt'd difficulty based on the condition of the returned membrane. Although conjectural, it is possible that the user perceived the membrane flares at the proximal and distal ends of the iab membrane (where the membrane is attached to the balloon catheter tubing and tip) to be a defect. This characteristic is quite normal and is a result of the way the membrane is folded during the mfg process. In addition, if a sufficient vacuum was not drawn and maintained during the insertion (using the 6" sheath), it is possible that the membrane at the proximal and distal tapers became "bunched" or twisted when the catheter was handled during the insertion procedure attempt leading to the perception that the membrane had unfolded. In addition, difficulty inserting the iab through the sheath may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The pt may have had a severe vessel tortuosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath. The catheter and/or inner lumen kinked during insertion if the balloon was not supported by a guide wire. The catheter was held too far back from the site of insertion. Having the opportunity to have examined the sheath/hemostasis valve assembly used with the iab may have provided some add'l info into the rpt'd difficulty.